Event description:
During a cesarean section procedure a yankauer suction catheter became obstructed. The catheter was removed from the pt and cleaned. The tip of the catheter was noted to be broken. The broken fragment was later found on the operating room floor. There were no fragments found upon examining the pt.